Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago. Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 342399 product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7040793/7040925.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.